Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a coronary lesion. It was reported that stent deformation occurred in vivo. No patient injury was reported.